Event description:
Rn gave patient a heparin shot using easy point needle 25g x 5/8" and it did not retract after use when depressed. It did retract as rn placed it in the sharps container and needle touched edge of container.